Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke after the first inflation. The pt experienced chest pains and a drop in blood pressure. The catheter was removed with a snare. IV fluids were administered and an intra-aortic balloon pump was inserted. Pt status is "unknown". Several unsuccessful attempts were made to obtain add'l procedural and pt info.